Event description:
The user facility reported that a sponge frayed during a surgical procedure. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported that a sponge frayed during a surgical procedure. The frayed thread did not detach from the sponge. The procedure was completed successfully no clinically significant delay, no adverse consequences, no medical intervention.